Event description:
The customer rec'd a blood glucose reading of 359 mg/dl from her contour meter and a reading of 160 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement strips and a new meter were sent to the customer.